Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The current blood glucose was 389 mg/dl. Customer reported the following symptoms related to their high blood glucose were stomach pain, headache,nausea and ketones. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.